Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell and scratched the screen on the insulin pump and now it is hard to read. The reservoir connection ring is also broken and no longer stays in place. The insulin pump will return.

Manufacturer narrative:
Pump was received with minor scratched lcd window, scratched keypad overlay, stained keypad overlay, cracked select button keypad overlay, missing display window cover, deep scratched case, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring.